Manufacturer narrative:
D4 part unknown. It was reported that during a total hip replacement procedure, the trial head 32 was lost in the patient. So they had to do another operation to get the head out. This caused a delay of greater than 2 hours. The affected trial head, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. As stated, the cause of the reported event is noted as the surgeon lost the device inside the patient. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a thr procedure, the trial head 32 was lost in the patient. So they had to do another operation to get the head out. This caused a delay of greater than 2 hours.